Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he uploaded everything to carelink this morning. For the past month, the customer's blood glucose runs really high at 400 mg/dl or really low at 40 mg/dl. Customer's blood glucose is 95 mg/dl. Customer treated with 9.8 units using the insulin pump. Customer stated there was no damage but he saw a scratch on the screen. Customer ran a manual prime and the insulin did exit the tubing. The pump passed the functional test and displacement test. Customer did not want to do the high pressure test as he has done this before and didn't want to waste the tubing. Customer's last no delivery was in (B)(6). Customer stated that he usually treats with cranberry juice or raisins. Customer has been experiencing low blood glucose for the last month. Customer stated that the pump might have been exposed to an x-ray when he took his son to the doctor. Customer was advised to speak with a health care professional regarding the low blood glucose.